Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient's ipg was relocated on (B)(6) 2016 due to discomfort at the ipg site. Post operatively the patient was programmed and was doing well.

Event description:
Follow-up revealed the issue was resolved.